Event description:
This information was captured on literature review of the article: "percutaneous closure of large femoral artery access with prostar xl in thoracic endovascular aortic repair." The literature consisted of 118 access sites in 114 patients who underwent thoracic endovascular aortic repair (tevar) procedures between 2006-2010 with access site pre-closure using tandem prostar xl devices. This was a (B)(4) study of patients primary total percutaneous access with a sheath size of greater than or equal to 20f. All procedures were performed by experienced operators. All patients had ultrasound guided access. Two prostar devices were used with a 45 degree rotational angle to each other. Clinical outcomes were as follows: complications (early): failure to achieve hemostasis - 10 cases, 6 of these patients had small hematomas. Treatment: 7 patients - surgical cut down and suturing, 3 patients - fascial suturing, 1 patient - non- abbott closure device. Complications (postoperative): minor hematoma- 7; treated conservatively. Pseudoaneurysm- 12; 11 treated conservatively, one not treated due to non vessel closure post operative complications. Superficial groin infection- 2; treated with antibiotics. Deep vein thrombosis- 1; treated conservatively. Seroma- 1; treated conservatively. No additional information was provided.

Manufacturer narrative:
(B)(4). Estimated date of occurrence, event occurred between 2006 and 2010. The devices are not returning. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. (B)(4).

Manufacturer narrative:
(B)(4). Correction: part number corrected to 12322-02. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device cannot be completed. Reviews of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Based on the information reviewed, there is no indication of a product deficiency.